Event description:
A woman reported that her son experienced an "eye infection" (unconfirmed) after using complete moistureplus multi-purpose solution. A family doctor reportedly prescribed neomycin antibiotic eye drops. Symptoms resumed each time the pt tried using complete moistureplus. Symptoms abated when he switched to another solution. Root cause is unknown.

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit was performed; results indicate that the product as released from the manufacturer was sterile and within specification.